Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. Date of event is an approximation. On (B)(6)2026, it was reported that the patient experienced inaccurate cgm values. No symptoms were reported but the day of the event the patient went to the hospital as they had multiple ¿low readings¿. The patient was treated with a glucagon injection with ¿10 units¿. It was unknown what the cgm and blood glucose reading were at the time of the treatment. When a nurse took a fingerstick at an unknown point, but most likely after treatment, the cgm reading was 2.4 mmol/l, and the blood glucose reading was 7.2 mmol/l. No further treatment was reported, and it was unknown how much time the patient spent at the hospital. The sensor eventually failed. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.